Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center was getting no image. Instructed the contact, to use multiple scopes, attach the processor to more than one tower, switch the monitor cables and monitors, and also to try the different video outputs and issue still remained the same as no image being displayed. Caller was transferred to begin the RMA process. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the video system center was getting no image. It was unknown when the issue occurred. There were no reports of patient involvement.

Event description:
The malfunction reported in the initial report was found during preparation for use for an unspecified procedure. The intended procedure was completed with a similar device.

Manufacturer narrative:
Correction to h6 "health effect - impact code" of the initial report, "2645 - no patient involvement" is being corrected to "2199 - no health consequences or impact". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction may have occurred due to internal component failure. However, since the device was not returned to olympus, the reported malfunction was not reproduced, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.